Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing lead exhibited rising, fluctuation and high thresholds. During replacement of the device the angiography confirmed the patency of the subclavian vein and addition of a lead was decided, the physician opted to cap the pacing lead and replace it. No patient complications have been reported as a result of this event.